Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient used an expired sensor. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached wire was confirmed. A probable cause could not be determined.